Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with failure code 27 was confirmed and duplicated by baxter personnel. The root cause of this condition was determined to be a malfunction in the slide clamp detection circuit. The safety slide clamp assy was repaired to correct this condition. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with failure code 27. This condition had the potential to interrupt delivery. This condition was found in "sicu a" upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.